Manufacturer narrative:
Reporting address postal: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the touch position on the v60 ventilator touchscreen was misaligned. The issue was identified during a periodic maintenance (pm) evaluation; the device was not in clinical use. There was no report of harm. The device did not meet specification for intended use. The pse reported the issue was not resolved with touchscreen calibration, therefore, the touchscreen required replacement. The device was operational after the pse replaced the touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified that the touch screen passed all flex cable resistance verification testing. In addition, the pil technician verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found conclusion. H11: d4 - product UDI #.